Manufacturer narrative:
H.6. Investigation conclusions code d1001: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. H.6. Investigation conclusions code d12: additionally, the IFU states that complications associated with the use of the gore® excluder® conformable aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, aneurysm enlargement, endoleak, and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient was treated for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (excc). On (B)(6) 2025, a reintervention occurred for a type 1a endoleak. The physician placed two aortic extender devices. The patient tolerated the procedure. According to the physician, several type ii endoleaks had caused the aneurysm to grow, causing the device to drop.